Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. During the investigation no download data could be obtained. The batteries were found to be depleted. Inspection of the batteries showed all 3 to be swollen. The cause of the swollen batteries could not be determined. As no download data was obtained it could not be determined if the depleted batteries influence the performance of the device. Traces of liquid were found on the pcb. Because no download data was available it could not be determined if the liquid influence the performance of the device. A leak test was performed but no internal leak was found. During inspection of the pcb damage was noted towards the top layer of both microprocessors. The cause and time of the damage could not conclusively be determined. Despite the observed abnormalities on the pcb the exact cause of the data loss could not be determined. Inspection of the commutator cap showed traces of liquid were present on the commutator cap. The commutator cap was also found to be damaged. The cause of the liquid and damage could not conclusively be determined. Neither could it be concluded if the found abnormalities influence the performance of the device. During the investigation it was noted that the tip of the hard cannula was damaged. The damaged needle tip did not contributed towards the reported symptom code.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod and bolus correction.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. During the investigation no download data could be obtained. The batteries were found to be depleted. Inspection of the batteries showed the middle battery to be swollen and out of spec. The cause of the swelling could not be determined. As no download data was obtained it could not be determined if the depleted batteries influence the performance of the device. Markings were found on the pcb. Because no download data was available it could not be determined if the markings influenced the performance of the device. A leak test was performed but no internal leak was found. During inspection of the pcb damage was noted towards the top layer of both microprocessors. The cause and time of the damage could not conclusively be determined. Despite the observed abnormalities on the pcb the exact cause of the data loss could not be determined. Inspection of the commutator cap found it to be damaged. The cause of the damage could not conclusively be determined, and it could not be determined if the found abnormalities influenced the performance of the device. During the investigation it was noted that the tip of the hard cannula was damaged. The damaged needle tip did not contributed towards the reported symptom code.correction to h10 to "the returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. During the investigation no download data could be obtained. The batteries were found to be depleted. Inspection of the batteries showed the middle battery to be swollen and out of spec. The cause of the swelling could not be determined. As no download data was obtained it could not be determined if the depleted batteries influence the performance of the device. Markings were found on the pcb. Because no download data was available it could not be determined if the markings influenced the performance of the device. A leak test was performed but no internal leak was found. During inspection of the pcb damage was noted towards the top layer of both microprocessors. The cause and time of the damage could not conclusively be determined. Despite the observed abnormalities on the pcb the exact cause of the data loss could not be determined. Inspection of the commutator cap found it to be damaged. The cause of the damage could not conclusively be determined, and it could not be determined if the found abnormalities influenced the performance of the device. During the investigation it was noted that the tip of the hard cannula was damaged. The damaged needle tip did not contributed towards the reported symptom code."